Event description:
It is claimed by the surgeon that during a lower anterior resection the contour device cut but did not staple. The surgeon has been using the device for the last six years and he went through his normal procedural steps. He placed the contour on the tissue, put the tissue in the locked position (advanced the pin) he fully inspected the tissue and then he squeezed the firing trigger. He held the trigger for approximately five to ten seconds and then he released the trigger and pressed the unlocking button. He then removed the specimen and he noticed immediately that the specimen was not closed. He then quickly inspected the distal end and noticed that this was also open. It looked to him as if the blade had advanced but that the staples had not deployed. He then checked the cartridge and noted that he could see staples still in the housing. As the resection was very low down the surgeon feared that the patient would be left with a permanent stoma. But thankfully the surgeon was able to mobilize the rectum more and staple the rectum with an endo gia. The surgeon will inspect the specimen later and let the rep know if he can find any staples in it. No other device was in the pelvis at this time. The thickness and feel of the tissue was normal. The device will be returned.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.